Manufacturer narrative:
Off label usage of single use device is not condoned nor encouraged by sientra, inc.

Event description:
Patient diagnosed with unilateral capsular contracture, baker grade 3. Left side device.